Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported signs of a possible infection could not be determined through this evaluation. It was reported that the patient was readmitted on (B)(6) 2018 due to a fever and drainage from his driveline exit site. It was stated that the patient had a possible infection; however, cultures and a gallium scan were both negative. The issue reportedly resolved on (B)(6) 2018. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided and the complaint file will be closed accordingly. The patient remains ongoing on (B)(4) and no additional events have been reported at this time. The heartmate 3 lvas IFU lists infection (including driveline infection) as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate left ventricular assist system (lvas) was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23aug2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate 3 lvas is (B)(4). Approximate age of device: 11 months. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2017. It was reported that the patient was readmitted to the hospital on (B)(6) 2018 for a fever and driveline drainage. Cultures were taken and a gallium scan was performed, both came back negative. No further information was provided.